Manufacturer narrative:
Batch record review of lot b118 was conducted. There were no non conformances related to this event type. Lot met release requirements. Complaint lot review conducted and one additional complaint for tubing leak was reported to date for this lot. No trends detected. Service order: (B)(4): service engineer cleaned instrument and performed check. Service checkout test performed and instrument is performing per specification. Documentation given to customer. Photo and smart card evaluation: analysis of the complaint photos and smart card data was performed. The root cause of this failure is the delamination of the bowl end bearing stop caused by gases building up opposite of the bearing stop gate. A corrective and preventive action has been opened by the manufacturer to investigate and track the mitigation of gas build up within the bearing stop on the opposite side of the gate and also to investigate and track implementation of tightened process controls and verify effectiveness. No further analysis will be performed or corrective action taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a leak on the tubing connected to the bowl that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report receiving a blood leak alarm during treatment. When pressure in the centrifuge was around 150 mmhg, instrument went into pause mode and customer noticed there was a little hole inside the drive tube connected to the bowl. Customer aborted the treatment and blood was not returned to the patient. Service order (B)(4) dispatched to service instrument. Customer did not return the procedural kit for investigation, but provided smart card and pictures for evaluation.